Manufacturer narrative:
The device was received for evaluation and the filter was wetted out. The set was leak tested and a leak was observed from the inlet of the inline filter on the sample. The complaint of leakage at filter can be confirmed on the device. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a primary plum set, alleging a leak during patient use. It was reported that leakage was found in the filter during infusion. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.